Event description:
It was reported by service report that the lower hand grips are torn and are able to turn. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: hand grips.